Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a worn out (dso) downstream occlusion sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective backup capacitor. The downstream occlusion sensor and defective backup capacitor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump exhibited error 1720. There was no reported patient involvement.